Event description:
Baxter (B)(4) received a report that an intermate had the tubing separate from the device before use. The device was filled with a solution of 4500 mg tazocin in 100 ml 0.9% sodium chloride. This caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a separated tubing was confirmed. Microscopic examination of the separated condition showed a jagged surface. The root cause was due to excess stress on the tubing during use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.